Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The customer reported to philips that when they went to use the mrx on a pt, the unit unexpectedly shutdown. The staff switched to another defib, but the pt's rhythm was not shockable. The involved pt later died, but the customer has stated that the device behavior did not contribute to the pt outcome.